Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.